Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: photos were examined. Over 200 customer samples were received and evaluated. DHR/bhr review: n/a. Investigation conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. A number of projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s main focus is fm awareness and reduction. Confirmed - the complaint is confirmed from the photos. It appears that the fm is on the outside of the tube and is a mixture of dirt, rust, and grease. Root cause description: the most probable root cause is that this fm came from a gear under the exit dial from the tulip operation (mod 1 on line 10). There was most likely an issue with a coupler or gears. The setup or tech most likely used compressed air to clean the area without removing the tubes.

Event description:
It was reported that brown foreign matter was found in an on the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes before use. There was report of injury or medical interventions.